Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler sparked during step 1 of set up for pd treatment. The patient was attempting to insert the cassette during step 1 of setup process. The cycler was on and the cassette was properly inserted, but the cassette door popped open and the cassette popped out and at the same time a spark was observed. The room started to smell like burned plastic immediately after the cassette popped out. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The patient verified knowing how to carry out manual treatments until the new cycler arrived, but was told by pdrn skipping one treatment is manageable for the patient. The patient received a new cycler the following day and is able to complete treatments without issues. During a follow up call with the patient, it was confirmed there was no harm, adverse event of medical intervention due to spark event. The patient was able to complete treatment the next day. The cycler is available to be returned to the manufacturer for an investigation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. The catch-post hipot test passed. The patient hipot test passed. The current leakage test passed. The touchscreen test passed. The temp test passed. The heater safety test passed. The voltage calibration check passed. The post-accelerated stress test 2hours 15mins 8500ml simulated treatment was performed and passed with no further alarms or issues. The pump door force gauge test passed. An internal visual inspection of the returned cycler was performed and found no discrepancies. All applicable troubleshooting steps performed. No evidence of a ¿burning smell¿ or ¿spark¿ event encountered during investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler sparked during step 1 of set up for pd treatment. The patient was attempting to insert the cassette during step 1 of setup process. The cycler was on and the cassette was properly inserted, but the cassette door popped open and the cassette popped out and at the same time a spark was observed. The room started to smell like burned plastic immediately after the cassette popped out. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The patient verified knowing how to carry out manual treatments until the new cycler arrived, but was told by pdrn skipping one treatment is manageable for the patient. The patient received a new cycler the following day and is able to complete treatments without issues. During a follow up call with the patient, it was confirmed there was no harm, adverse event of medical intervention due to spark event. The patient was able to complete treatment the next day. The cycler is available to be returned to the manufacturer for an investigation.